Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide, model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod   chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while activating a pod the needle deployed late. The pod was not worn. As treatment, teh patient applied a new pod.